Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).

Event description:
Medtronic received information that following deployment of this transcatheter bioprosthetic valve, moderate to severe paravalvular leak (pvl) was noted. The pvl may have been contributed to by the patient's intrinsic valve which noted as "functionally bicuspid". A second valve was successfully implanted valve-in-valve, which provided additional radial force against the annulus, and improved the pvl to mild.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported information does not indicate a potential manufacturing issue. Paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions; in this case it was reported that the pvl may have been associated with the patient's intrinsic ¿functionally bicuspid" valve. However, a conclusive cause could not be determined from the information available. A second device implanted valve-in-valve reduced the pvl to a mild level, which has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.